Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Dir of nursing reports a leak from this second use bloodline during pt treatment. Reports less than 50cc blood loss. Reinfused and new line set up. Treatment completed without further incident. 1/11/99-spoke with charge nurse regarding event. Reports that leak occurred after the first hr of treatment at the connection of the mainline tubing and dialyzer connector piece. The line was changed and the treatment completed without further incident. The pt was stable and did not require any medical intervention. Reported blood loss was more than 20cc but less than 50cc. A medwatch form has been filed based on blood loss only. Sample discarded on day of event.